Event description:
The reported event was not initially reported to our facility. It was reported that the catheter was not working properly. The external equipment to the catheter was manipulated, replaced and refined, but catheter continued not to work. Catheter was replaced. No injury to the pt. Left messages with customer on 8/06/2008 abd 8/18/08 to follow up on the actual reported event, and to have device sent for eval.

Manufacturer narrative:
Device not returned.